Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: date of event. Additional information: concomitant med prod data, device eval by manufacturer?, labeled for single use?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion could not be confirmed or replicated. The returned device was fully evaluated, and no other issues or anomalies were observed during the laboratory testing. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. All inspected parts were manufactured by bd. A review of the pump module error logs showed no errors or malfunctions that were relevant to the customer¿s complaint. A review of the pcu and pump module error logs, as well as the pcu battery log, showed no errors or malfunctions that were relevant to the customer¿s complaint. A review of the pcu event log, prior to the reported event date, identified an infusion programming on (B)(6) 2025. At 1:22 pm the pcu unit was powered on with two (2) pump modules attached. Channel b ¿ pump module (sn: (B)(6). At 1:22 pm a remote message was received with the following parameters: drug amount: 4.5 gr, diluent volume: 100 ml, concentration: 0.045 gr/ml, rate: 25 ml/h, and a volume to be infused (vtbi):100 ml. Infusion started with a primary volume infused (pvi) of 450.755 ml, and a secondary volume infused (svi) of 19.992 ml. At 3:50 pm the pump alarmed air in line (eleven minutes). At 4:01 pm the unit was channeled off recording a pvi of 512.106 ml and an svi of 19.992 ml. At 4:10 pm the unit was removed. At 4:11 pm, the pcu was powered on, and the user selected the option "new patient" and created a new profile: "adult - cc & medsurg." No other infusions were programmed after this on the reported event date. The performed one-hour laboratory timed rate accuracy testing observed the device delivering fluids as programmed, within specification, and with no observed periods of unregulated flow. Testing of the incident administration set could not be performed to determine if any issues existed with the primary set since the incident administration set was not returned for investigation. Alaris system user manual (v 12.3.1) states the proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. In addition, the manual states within warnings to avoid the following conditions that can cause a slower flow than expected (under infusion): avoid positioning the pump module below the patient heart level. Avoid hanging the solution container below the pump module. Avoid using small inner diameter catheters with high viscosity solutions at flow rates above the rates listed in the recommended flow rates by catheter size and type of infusate (can cause back pressure). Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Note to repair center: suspect pump module (sn: (B)(6). Please re-torque all screws. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Root cause: the root cause of the reported under infusion could not be determined. The returned device was fully evaluated, and no other issues or anomalies were observed during the laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that the device had an over infused. There was patient involvement but no harm. Following due diligence attempts, additional information was obtained. It was reported an infusion of zosyn was started at 1500 hours at the rate of 25ml/hr with a volume to be infused of 100ml. It was reported however that at the end of the infusion 75ml remained in the bag, resulting in an under infusion of medication.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that the device had an over infused. There was patient involvement but no harm. Following due diligence attempts, additional information was obtained. It was reported an infusion of zosyn was started at 1500 hours at the rate of 25ml/hr with a volume to be infused of 100ml. It was reported however that at the end of the infusion 75ml remained in the bag, resulting in an under infusion of medication.